Event description:
Situation - robotic cholecystectomy scheduled for 0730. Background - the surgical technician was setting up the sterile table in preparation for the case. The patient was not yet in the room thus the case had not yet started. Assessment -the technician visually inspected the robotic instruments and noticed a defect - the tip of the robotic instrument (monopolar scissors) was cracked. The technician handed it off to the registered nurse to be tagged and returned to manufacturer. The technician received a new instrument without any visualized defects. Per manufacturer, 2 lives remaining on instrument.